Manufacturer narrative:
A medtronic representative went to the site to replace the components (see initial report) and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Per site medical assistant reporting this event, this site does not assign a patient identifier. On 02/25/2016 a medtronic representative, following-up at the site, reported being able to replicate the flickering monitor by manipulating the external digital visual interface (dvi) cable on the navigation system monitor. Noted was that it was intermittent and that a subsequent procedure was completed without any monitor issues. Return requested. Replacement dvi-d m-m 6ft. Cable shipped to site 02/26/2016. Medtronic investigation of suspect cable, returned on 03/09/2016, finds that, when connected to a known good navigation system, the monitor display was normal. Manipulating the cable did not cause the display to change. No problem found. No fault found. Device found to be fully functional. Return requested. Replacement monitor shipped to site 03/02/2016. Medtronic investigation of suspect monitor returned on 03/14/2016, finds no issues at power-up. Ran the monitor for 24 hours and was not able to duplicate the reported issues. No problem found. No fault found. Device found to be fully functional. On 03/08/2016 a medtronic ent representative reported the navigation system monitor issue had been repaired and was good to go. No further issues have been reported.

Event description:
A site representative, medical assistant, reported that while in an ear, nose and throat (ent) procedure, the site's navigation system monitor would intermittently turn completely black for 5 seconds. In trouble-shooting, the screen was totally black and did not display a message no input detected. When the monitor came back on, the software returned to its original state, the navigation system did not re-boot. This behavior occurred multiple times. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.